Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise that was oversensed leading to the delivery of inappropriate shock therapy, and an inhibition of ventricular pacing.